Manufacturer narrative:
Updated information: d4 serial and UDI numbers updated. D9 device return date added. G1 MFR site name, aachen, removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the impella catheter connector was connected to the aic; however, it was not recognized by the console. As a first step, the connector was disconnected and reconnected, but the aic continued not to detect it. The presence of light at the aic connector port was checked and confirmed. The console was then powered off and restarted, and the procedure was repeated from the beginning, but the catheter was still not recognized by the console. The catheter was not used. As a result, a new impella catheter from the customer¿s backup stock was opened and used.